Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing with pacing inhibition greater than 2 seconds. The signals sensed did not appear physiologic and there was no electromagnetic interference (emi) around the device at the time. All diagnostics were stable and lead locations looked good on a fluoroscopy. Boston scientific technical services (ts) reviewed the strips and discussed oversensing likely due to air bubbles which would dissipate within 24 hours. The device was reprogrammed and the patient was monitored overnight. Additional information was received indicating that subsequent device check and isometrics confirmed that the oversensing had resolved. The system remains in service. No adverse patient effects were reported.